Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. The customer had been experiencing high blood glucose levels and no delivery alarms prior to the hospitalization. Troubleshooting was performed, and the insulin pump passed the prime test. The caller stated that the customer lost ten pounds, and had not been checked for scar tissue. Advised the mother to speak with the health care professional to discuss alternate insertion sites. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.